Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sales rep reported that when they opened a bactiseal ventricular catheter and attempted to prep it for use they noticed that it was blocked with orange material (used to impregnated catheter). When they tried to flush the catheter, it was partially occluded. They had a backup catheter to use. No patient injury or delay in surgery reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the catheters were visually inspected, no defects were noted. The catheters were irrigated with purified water, no occlusion was noted, the water flushed out of the catheter had orange particles in it. Review of the history device records confirmed the valve product code 82-3072 with lot 116458, conformed to the specifications when released to stock in 30th january 2017. No root cause could be determined as no occlusion was noted. The orange particle¿s observed during catheter irrigation could likely be rifampicin, which is one of the 2 antimicrobial drugs we impregnate into the bactiseal catheters. Bactiseal manufacturing process is basically a soaking process where we submerge silicone catheters into a drug solution. During the drying stage of the process though the impregnation cage (where the catheters are being held) would rotate to allow proper drainage of the drug solution from the catheter lumen, there are opportunity for the drug solution to remain in the catheter lumen and then dry/crystallize. There is no product/patient impact expected from the crystallization because: 1)manufacturing lots with high crystallization occurrence would likely be an issue relating to the whole lot. During lot release test and sampling this would¿ve be hplc tested and causes the result to spike up. The high hplc result would¿ve lead to lot being scrapped. These would not make their ways to the customers. 2)for those incidences where they actually make their ways to the customers: a. The flow of the csf would flush crystallization away from the ventricles. B. The total impregnated drug level within any bactiseal catheter is less than pediatric dosage. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.